Event description:
One endeavor rx drug -eluting stent was implanted to the mid lad. Pt was asymptomatic at 30 day follow up. Approximately 5 months following index procedure pt required a ptca revascularization of the proximal lad, due to in stent restenosis. One endeavor sprint rx drug-eluting stent was implanted. Investigator has indicated that event was not related to the study stent. Pt was symptomatic at 6 months follow up. A spontaneous intracranial bleed was reported to have occurred approximately 7 months following index procedure. It is reported that pt required surgery. Investigator indicated that event was not related to the study stent. Pt was asymptomatic at 1 year follow up.

Manufacturer narrative:
Evaluation codes, results: cva/stroke.